Manufacturer narrative:
Product ID: 39565-65, lot# va0d7zr038, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there was a hematoma. The event had occurred post-operatively on (B)(6) 2014. The device was explanted on (B)(6) 2014. There was no alleged product issue. The patient had developed an epidural hematoma 48hours after implant. The entire system was explanted and the source of the bleed was located, a pin prick size hole, and closed up. It was sent to the hospital lab. The patient had a history of bleeding, had mechanical heart valve and had received cardiac clearance prior to the surgery. Symptoms had included paralysis of the lower extremities. The loss of the use of his legs had occurred 48 hours post-operative. The patient had stayed in the hospital for 2 weeks and had regained the use of his legs and bowels and was then transferred for additional rehab where he was progressing nicely. The patient had been doing fine until the bowel infarct. The patient had experienced an infarct of the bowel and had been brought to surgery where he passed away. The patient passed away on (B)(6) 2014. Additional information received reported that the patient was a high risk and two surgeons had denied the patient for generator replacement due to risk factors. The patient was on blood thinners due to having the heart valve. The patient had passed away in the operating room for the bowel surgery. Additional information received reported that cause of the death was possible ischemic bowel. The patient died in rehab facility. The cause of the death was not considered to be due to the device or therapy. Other important information noted atrial fibrillation, heart valve replacement on anticoagulation.

Event description:
Additional information received reported that the patient had recovered while in the hospital post stimulator battery replacement and repair of the pin prick hole in the patient's dura. The patient was walking and doing well when discharged from procedure. The patient had been given lovenox 8 hours post battery replacement due to his cardiac history. It was unknown whether the patient was on oral anticoagulants. It was stated that the patient had the bowel infarct surgery at another hospital and no information was available on that procedure or course of the patient's stay. It was unknown whether the patient had an autopsy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was at the hospital with paraplegia secondary to thoracic stenosis, secondary to an epidural hematoma. He underwent evacuation, was there approximately 6 weeks, and was transferred to a rehabilitation facility, where he was doing well until he developed abdominal pain, nausea and vomiting. The reason for admission was for small bowel obstruction and hypotension. He was found to have a small bowel obstruction due to constipation. He was given some enemas along with dulcolax. Liver function tests (lft) began increasing. A right upper quadrant ultrasound showed air in the liver. A CT without contract was recommended, however, the patient was not stable. He was hypotensive on pressors. Supportive therapy was continued, however, at 4 p.m. The patient's pressure drastically fell. He developed acute respiratory distress requiring intubation. The patient as given fresh frozen plasma to reverse his inr of 2.38, and was taken emergently to surgery, where he was found to have widespread mesenteric ischemia. An exploratory laparoscopy was done on (B)(6) 2014, showed abdominal compartment syndrome and mesenteric ischemia. A conference was held with the family, and it was decided to give the patient comfort measures, and the patient expired that afternoon with his family at his bedside. Primary diagnoses include: multiorgan failure, ischemic gut, hypotension, acute respiratory failure requiring intubation, severe metabolic acidosis, shock liver, and severe sepsis present on admission. Secondary diagnoses include: hypocalcemia; escherichia coli urinary tract infection; small bowel obstruction; constipation; paraplegia secondary to thoracic stenosis secondary to epidural hematoma, which was evacuated; acute blood loss anemia; tachycardia; mechanical mitral value; increased liver function tests; chronic pain syndrome; chronic obstructive pulmonary disease; neurogenic bowel and bladder.